Event description:
On (B)(6) 2013, the lay-user/patient contacted lifescan (lfs) USA, alleging that the onetouch ping meter have black marks on the display. The complaint was classified based on the customer care advocate (cca) documentation. The patient uses the insulin pump to manage his diabetes. After the display issue occurred on (B)(6) of 2013, the patient could not read the numeric values on the subject meter. He guessed what his blood glucose was and took insulin based on her best assumption. The patient did not have a backup meter. The following monday, he went for a doctor¿s office visit and tested at over 500 mg/dl on the doctor¿s meter. He took additional insulin for the elevated blood glucose. The doctor advised him to get a backup meter. The patient reportedly did not have symptoms. The display issue was not resolved with training. This complaint is being reported because the patient had elevated blood glucose above 500 mg/dl after the display issue began.